Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device: the getinge field service engineer (fse) further evaluated the unit and did not observe anything unusual in the logs related to the reported issue. The fse resolved the issue by replacing the scroll compressor and filters, and successfully completed several pressure/vacuum regulator calibrations without issue. The fse also replaced the battery packs at the four year interval. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed to raise pressure to the required level as part of pm pressure/vacuum regulator calibration. Specifically, the pressure of the unit only rose up to approximately 370 mmhg. There was no patient involvement, and no adverse event reported.

Event description:
N/a.